Event description:
It was reported there was oversensing. Prior to explant, provocative testing was done, with sensing, impedances, and thresholds stable. Additional information was later received with the returned lead reporting lead fracture, as evidenced by a high sic (short interval count). The lead pins were found to be securely screwed into the device header, but the device still showed a high sic. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned.